Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) therapy reported difficulty charging her implantable pulse generator (ipg) following chest trauma sustained after the implantation procedure. She suspected that the ipg had migrated, although this has not been confirmed. Assistance was provided, enabling her to successfully charge the device. Subsequently, she underwent a pocket revision procedure and is recovering well postoperatively.

Manufacturer narrative:
Correction to initial report in blocks: b1, b2, and h6. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that the patient undergoing deep brain stimulation (dbs) therapy reported difficulty charging her implantable pulse generator (ipg) following chest trauma sustained after the implantation procedure. She suspected that the ipg had migrated, although this has not been confirmed. Assistance was provided, enabling her to successfully charge the device. Subsequently, she underwent a pocket revision procedure and is recovering well postoperatively.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.